Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away due to an unreported cause. The cause and the treatment for the peritonitis was not reported. On the same day as peritonitis onset, the patient was admitted to the hospital and placed in the intensive care unit. The following morning, the patient passed away. No further detail was provided regarding the cause of death or whether dianeal therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available.